Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was failed and unable to issue medications. A field service engineer ordered the new keys. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower device had failed cubie drawer. There was no delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 1 and 2 were not showing in the application due to no lights on the controller board. A field service engineer replaced the controller board and configured the drawers to resolve the issue. (Wo (B)(4)). The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower device had failed cubie drawer. There was no delay. There were no adverse events or injuries reported based on this event.